Event description:
A user facility reported that an intraocular lens (iol) would not fold properly. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area adhered to the optic edge. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 05/06/2009 and 05/27/2009 by mail. A completed questionaire has not been received. This report was mailed to FDA on: 06/04/2009.